Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer called philips to report that their mp70 screen went black around 9:35 est on (B)(6) 2020 while in clinical use on a patient. Unknown at time of report if there was patient harm.